Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. The files showed that the ventricular noise is a characteristic of emi or a lead/pacemaker connection problem. It was reported that a re-intervention was scheduled to identify the exact origin of this behavior but the results have not been reported. Therefore, no conclusion can be drawn.

Event description:
During a routine follow-up, atrial undersensing was noted. There was also noise being oversensed in the ventricle resulting in inappropriate ventricular pacing. In addition, there was a message regarding in aida+ regarding possible ventricular far field sensing on the atrial lead. The device remains implanted.